Event description:
It was reported that on (B)(6) 2012, the patient had gone to the hcp (health care provider) to have her incision checked and for a pump refill. An infection was noted along with wound opening. Additional information received later noted that patient had experienced low fever, pus, drowsy, the incision was "a little bit open", swollen and red. She also had uti (urinary tract infection) with e.coli. Patient was on antibiotics, and the pump was not explanted. Drug infused via the device was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), explanted: unk. (B)(4).